Manufacturer narrative:
Corrected data: b5 and h6 codes updated to show the helix of the right ventricular (rv) lead failed to extend, rather than retract.

Event description:
Correction: the helix of the right ventricular (rv) lead failed to extend, but it could retract.

Event description:
Related manufacturing reference number: 2017865-2023-72695. It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular (rv) lead had high capture thresholds and device sensing issues in the form of r-wave amplitude variation. It was discovered via fluoroscopy that the rv lead was dislodged. The patient was asymptomatic. The helix failed to retract while the physician was trying to reposition the rv lead. Another rv lead was used, but while connecting it to the existing implantable cardioverter defibrillator (ICD), it was discovered that the set screw was stripped. The ICD was also replaced. A new rv lead and ICD was successfully implanted. The patient was stable throughout the procedure.